Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly at times the customer would use cold insulin. Tandem clinical support educated the customer using room temperature insulin. There was no adverse impact to the customer¿s blood glucose level. The customer would change the pump supplies to address the issues.